Event description:
Premature failure of dual chamber ICD generator. Device replaced. Pt tolerated well. Leads appeared intact during operative inspection. R waves measures 5.8 millivolts with a lead impedence of 408 ohms. Capture threshold measured 1.4 volts.